Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of abdominal aortic aneurysm. It was noted that the vessel was non-tortuous and there was no calcification. It was reported that after implantation of the main body, the delivery system was difficult to remove from the patient. The physician had to pull strongly in order to remove the device. No clinical sequelae were reported and the patient is fine.